Manufacturer narrative:
(B)(4). The bc161 bubble CPAP system kit is not sold in the USA but the breathing circuit included in the kit is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the inspiratory tube of the complaint bc161 bubble CPAP breathing circuit was returned to fph in (B)(4) for inspection. A bent pin test was performed on the returned inspiratory tube to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be fully connected to the heater wire socket of the returned inspiratory tube. Visual inspection revealed that the left heater wire pin was bent inward and the right heater wire pin was split. These prevent the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints of this nature for lot number 100215. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the inspiratory heater wire pins of a bc161 bubble CPAP breathing circuit were bent and could not be connected into the heater wire adaptor. This was observed prior to patient use.